Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 900mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2020 with no permanent damage. Tandem technical support (cts) reviewed pump data logs and found that the pump performed as intended. Recommendation was made by cts for the customer to contact a healthcare provider regarding bg. Reportedly the customer reverted to manual injections for insulin therapy.